Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, an instrument stuck in the seal of the device and could not be removed. The seal/cannula and instrument were removed together. No injury was reported. Another device inserted and procedure continued.